Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v973528, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not adjust stimulation. The patient programmer had a display showing ¿call your doctor¿ icon. The patient reported a power on reset (por) condition after trying to increase stimulation on the day of the report. Patient symptoms, final outcome, and actions were unknown. Follow up is being conducted to obtain this information.

Event description:
It was reported the stimulator was out of charge. The programmer was unable to turn on and adjust stimulation due to the battery being out of charge. The patient was scheduled for battery replacement with possible lead revision. The patient¿s symptoms were ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).